Manufacturer narrative:
One device was received for evaluation. The complaint for no output was not verified by functional testing. The cause could not be determined as the problem was not replicated. The investigation however did discover that the downstream occlusion (dso) sensor was peeling and therefore replaced. The device passed all functional testing after repair. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating that the device had no output; during device evaluation it was found that the downstream occlusion (dso) sensor was peeling. There was no patient involvement, and no patient harm/adverse event reported.